Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: were there any issues with the seal of the sterile packaging? No. Are there any tears/holes in the sterile packaging? Yes. There were scratches on them. Was the sterility of the products compromised? It is not sure but there was a concern about tearing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 4. Device manufacture date, h 6. Type of investigation ¿ analysis of production records. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h 6. Type of investigation ¿ device discarded.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? Was the sterility of the products compromised? Are there any pictures available? Event related to mw # 2210968-2023-06067, mw # 2210968-2023-06068, mw # 2210968-2023-06071. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. Before opening the package, it was found that 4 out of 10 sterile packages had scratches. There was nothing wrong with the box. No adverse patient consequences were reported. Additional information was requested.